Manufacturer narrative:
E1: patient city: (B)(6) patient country: the united kingdom.

Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The insertion site was abdomen. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6000511, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6000511 was manufactured according to the work instruction (wi) version 75 and manufactured in the machine multivac 10 and multivac 12 on 17/apr/2023, with a total of (B)(4) units. Assembly lot: the lot 3c07023 was assembled according to (wi) version 26 on-line inspection for assembly of quick set on 14/apr/2023, with a total of (B)(4) units. The lot 3d01453 was assembled according to (wi) version 26 on-line inspection for assembly of quick set on 15/apr/2023, with a total of (B)(4) units. The lot 3d02234 was assembled according to (wi) version 26 on-line inspection for assembly of quick set on 18/apr/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3c07007 was manufactured according to the (wi) version 38 and manufactured in the machine mp05 on 13/apr/2023, with a total of (B)(4) units. The lot 3c07008 was manufactured according to the (wi) version 38 and manufactured in the machine mp08 on 14/apr/2023, with a total of (B)(4) units. The lot 3d01450 was manufactured according to the (wi) version 38 and manufactured in the machine mp04 on 14/apr/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc) was opened during the sterilization processes actions were required. Therefore, device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.